Event description:
It was reported the patient presented in clinic due to the right ventricular (rv) lead delivering shoulder stimulation. Interrogation revealed the rv lead exhibited high pacing impedance and oversensed noise. The rv lead was explanted and replaced. During the surgery to explant the lead, there was difficulty advancing the stylet through the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise, extra cardiac stimulation, and ¿trying to put a stylet down the lead.¿ as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported events of noise and ¿trying to put a stylet down the lead¿ was confirmed. Visual and x-ray inspections of the lead found clavicle crush fracturing all five filars of the outer coil at the middle region of the lead. A stylet could not be fully inserted/ removed due to blood in the inner coil at the distal region. Dissection of the lead found blood inside the inner coil the cause of the reported events was isolated to the fractured outer coil consistent with clavicle crush and blood in the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.